Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed first cylinder had broken fabric threads on the cylinder from kink resistant tubing (krt) wear, and the outer tube was detached at the proximal end; the krt was worn down to the filament. Second cylinder had broken fabric threads on the cylinder from krt wear, and the outer tube showed wear near the proximal end; the krt was worn down to the filament. First cylinder presented a fluid leak at the proximal end within the broken fabric threads from krt wear, while second cylinder passed the leakage test. The flat reservoir krt was worn down to the filament and passed the leakage test. The ms pump exhibited sharp instrument damage on the backing, and its krt was worn down to the filament; it passed the leak test but failed activation tests 2 and 3. Based on the available information and analysis results, the allegations of mechanical issue, fluid leak, hole/perforation, and inflation issue were most likely attributed to first cylinder fluid leak from krt wear and ms pump failing activation tests during functional testing; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was satisfied with the implant until it stopped inflating. A revision surgery was performed, during which the physician noted that both the left and right cylinders had deteriorated over time, resulting in a leak. The device was explanted. No patient complications were reported.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was satisfied with the implant until it stopped inflating. A revision surgery was performed, during which the physician noted that both the left and right cylinders had deteriorated over time, resulting in a leak. The device was explanted. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid loss, hole/perforation and incomplete inflation are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.